Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she had a no delivery at 9 and changed again with a blood glucose reading of 485 mg/dl, and then 524 mg/dl after checking the blood sugar. The customer stated that she gave herself a shot and her blood sugar went down to 502 mg/dl. The customer stated that the infusion set is giving her problems. The customer stated that she has been calling since (B)(6) because of problems with her infusion sets. The customer stated that she changed out the infusion sets at least 3 times since her blood sugar went up. The customer will be sent replacement sets.